Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line. The reporter stated that there was a loose connection between the heater line and the heater bag. The technical service representative (tsr) explained that the setup was compromised and assisted the patient in ending therapy. The patient stated that they would contact their nurse for further direction. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Upon conclusion of the investigation, the direct cause of the reported event was determined to be a loose connection based on the provided event description. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.